Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. A customer reported receiving lower than feels readings on her 2 different adc meters using affected strip lot and experiencing "vaginal infection, bladder infection and urinary tract infection. " the customer was seen by a doctor and although she reportedly was given "3 kinds of pills", they denied receiving any diagnosis. Based on existing information there is no definitive evidence there was a diabetes-related event. No documented diabetes-related diagnosis or treatment. There's also no indication adc device contributed to a serious injury.